Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and severely calcified vessel in the forearm. An ultra high flow introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 4.0x40, 40cm mustang¿ balloon catheter was advanced to dilate the anastomosis site of the arteriovenous graft (avg). The balloon was inflated 4 times at 22 atmospheres, 24 atmospheres, another dilation at 24 atmospheres, then at 22 atmospheres. However, upon the 5th inflation, the balloon ruptured at 22 atmospheres. The balloon was completely removed and the procedure was completed with this device. No patient complications were reported and the patient's status was good.